Event description:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.